Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual examination showed the lens was observed with a cut in the optic zone. Evidence of viscoelastic residues, was detected indicating the device was handled and prepared for surgical use. A red stain was observed in the complaint lens (optic body) that appears to be blood. The investigation results do not suggest that the complaint lens reported has been affected by the manufacturing process. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with the manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) tore prior to surgery and there was no patient contact. In follow up with the facility it was learned that there was patient contact and an incision enlargement was required to remove the iol from the patient's left eye; a suture was required to close the incision. Patient is reported to be doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.